Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 562 mg/dl. The customer felt ok to troubleshooting high blood glucose level. Customer was not called back to perform an high pressure test. Customer was not insisting on insulin pump replacement. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. Customer was on auto mode feature during high blood glucose. The customer was treated for the high blood glucose with bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer declined to check for possible site or insulin issues. Customer declined to test insulin pump. Based on customer report, customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.